Event description:
An implant card was received indicating that the vns patient underwent lead replacement surgery on (B)(6) 2014 due to lead discontinuity. It was reported that surgery was scheduled due to low battery. It is unclear whether the patient¿s generator was replaced during the procedure. The explanted lead has not been returned to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.